Event description:
It was reported that during an unknown procedure, the staples were flipping out of the device. The procedure was completed with another device. There was no patient consequence. One device will be returned.

Manufacturer narrative:
Date sent: 03/20/2007. Damaged jaws. Evaluation summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. An investigation has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.